Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and subsequently shut off. The pump was able to be turned back on after plugging into a power source. The customer¿s blood glucose was 167-276 mg/dl. The customer continued to use the pump for insulin therapy.